Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. On (B)(6) 2020 the patient reported that beginning on (B)(6) 2020 that she sometimes was not able to deliver a requested bolus and sometimes the handset would show she had 2 left and when she tried to deliver the bolus it showed it was back at 4. The ptm (personal therapy manager) programming was ¿4xday, 1x2hour, 4xday¿. Per the patient she had never been shown how to deliver a bolus. The patient was going to continue to document and then follow-up with her pump managing physician regarding the bolus programming. No patient symptoms/complications were reported. No further complications have been reported as a result of this event. Additional information was received via a consumer. The patient was having a continuation of the problem reported in the initial call. The patient had been having problems with the personal therapy manager (ptm) handset and getting boluses since she got it in (B)(6). As reported the date of the event was unclear; different then date previously reported (2020-jun-04 previously reported). Today the patient seen screens that communicator and pump are not found, and she may have 3 boluses left, then she will deliver a bolus and it will say 3 boluses left. It was discussed that communicator was set down 1 foot away from handset. At the time of the report patient services recommended turning communicator on, placing the blue side against pump, and then using the handset to open the myptm app. Once the patient followed these steps, the ptm connected immediately without issue. The patient however still expressed concern. Patient services recommended that the patient keep a diary of each bolus. The patient also saw a temporary error screen with code 0x260b59e4 and other screen details (asked/unknown). Patient services had queried if the ptm app was being closed out and if it's left tuning in the background if that could be impacting or contributing to these issues. During the call the patient described the searching for pump screen as the delivering a bolus screen. It was reviewed that if the patient thought she had 3 boluses left, then searching for pump screen was delivering a bolus, then patient may see 3 boluses left after. Patient services recommended tracking each screen in her diary so that the patient knows when to expect bolus delivery. The patient believed not all boluses are being delivered because her pain level will not be affected. The drug in the pump was dilaudid and the dose was described as "like 4 or something point 4 like .04". The patient would sometimes see the % screen with the circle and it will stop at 50% or 80% or 8% or 91% and she will have to retry. It was further indicated that the patient was already keeping a diary. The patient noted her first bolus of the day starts around 11 pm. Patient services reviewed the issue was potentially due to recent daylight savings time and recommended the patient discuss with their healthcare provider (hcp) at next refill to ensure ptm clock is updated. The following lockout information was confirmed on the ptm application: 1 time per 2 hours, and 4 times per day. Regarding the patient¿s diary from (B)(6) 2020, the following was noted: 1) 11:10 pm, then said 3 bolus left 2) 7:25 am then said 2 boluses left and after delivering (patient thinks it said 2 left), 3) 5:05 pm patient thinks it said 2 left and 4) last one occurred around 8:40 pm. Patient services recommended tracking the following: 1) that the communicator was turned on and placed against thepump, 2) that the handset was connected to communicator, 3) that the communicator was connected to the pump (patient services reviewed this would look like a % the same way a bolus would), 4) if the ptm screen showed a bolus was ready to a timer/lockout, and how many boluses are left, and 5) if the patient delivered a bolus, if they see the "bolus started' screen with the green circle/check mark and how many boluses are left. The patient had to end the call for a different telephone appointment. It was recommended that they keep a diary and have their healthcare provider check the ptm logs at the next visit to confirm if boluses were being delivered. It was also being considered that the patient could call back to walk through the steps to deliver a bolus or further discuss what' happening on the ptm. The patient indicated that she was high risk for covid and was told she would probably die is she got it due to medical issue such as multiple sclerosis (ms). The patient was avoiding in person physician visits if at all possible.